Event description:
The customer reported the purple cap popped off the guidewire revealing the "fish hook" wire underneath in the ICU. There was no harm to the patient or staff.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because the lot number was not available. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. An exact root cause could not be determined without a sample to evaluate. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out showing the observed occurrence below the expected range. This complaint will be used for tracking and trending purposes.